Event description:
The manufacturer's rep reported the patient presented to the emergency room unconscious. The hcp felt the patient was experiencing overdose as she responded to narcan.

Event description:
Additional information from the hcp reports the patient had been found unresponsive and was diagnosed with a stroke. "Unrelated to pump - long down time - hypoxia caused brain damage." No device troubleshooting was required or performed. The patient is in a nursing home disoriented, weak, incontinent and continues to have mini strokes.